Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibited oversensing resulting in the delivery of inappropriate therapy. Fracture was suspected.